Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 18-may-2024, UDI#: (B)(4); product ID: a820, serial/lot#: unknown, ubd: 18-may-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient's "pain pump stopped working". The patient clarified that their communicator had not been working since on (B)(6) 2026. The patient could plug the charging cord into the communicator but it would not go in all the way, just came back out, and would not stay in the communicator port. The patient told the healthcare provider (hcp) about the issue but a manufacturer representative (rep) never contacted them about it. The patient also stated that, when the communicator was working, it took "forever" to connect. The patient confirmed a 90% lag issue. A request made for a replacement communicator. On (B)(6) 2026, the patient had received the replacement communicator and charged it. The patient stated that they may have gotten help for the 90% lag issue. Patient services walked the patient through clearing data on the handset. The patient was able to pair the new communicator with the pump and deliver a bolus without any issue. The patient saw the communicator battery was at 96%. The patient denied falls or trauma. The patient stated that their hcp "will not increase anything on the pump". Patient services reviewed charging expectations for the external devices. The patient stated that they "live by" their boluses. Patient services reviewed pump longevity. The patient would monitor the lag issue and call back if further assistance was needed. The patient got 7 boluses per day.

Manufacturer narrative:
H3. Analysis of the patient communicator identified no anomalies that were visually observed. The bench test was passed. An electrical failure was identified; "/trs210004.1/push button led on/0/bool/1" was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.